Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the right atrial lead previously exhibited loss of capture and was broken. The patient presented on (B)(6) 2017 for lead revision procedure. The lead was explanted and replaced. The patient was stable post procedure.